Manufacturer narrative:
Evaluation summary: one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found tissue in the jaws. The customer reported that the device locked on tissue. The reported condition was confirmed. The device was received with tissue stuck in the jaws, which prevented the jaws from opening. The jaws opened when slight forward pressure was applied to the handle. Afterwards, the jaws opened and closed normally using the handle. The device activation could not be tested because the plug was not returned. The investigation identified the root cause of the reported event to be user error. The IFU states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic assisted vaginal hysterectomy, the jaws did not open while working on the right mes ovarium. Several attempts were made to open the jaws. The device was removed by pulling the tissue off of the jaws with forceps. There was no additional tissue resection, tissue damage or bleeding. There was no patient harm, and a new device was used to continue.